Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Patient reported left side pain and rupture. It was later noted suspected capsular contracture, baker grade unknown, peri-implant collections and numbness. The device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Patient reported pain and rupture for left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side pain and rupture. It was later noted suspected capsular contracture, baker grade unknown, peri-implant collections and numbness. The device remains implanted.

Event description:
Patient reported left side pain and rupture. It was later noted suspected capsular contracture, baker grade unknown, peri-implant collections and numbness. The device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photograph showed rupture: not observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported pain and rupture for left side. Patient later reported capsular rupture. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a3b, a5, a6, b5, b6, d4.